Manufacturer narrative:
Through follow-up, steirs endoscopy learned that the patient presented with adenocarcinoma, and required dilation of a structured area of the esophagus for passage of the cryo decompression tube. There were no visible tears in the mucosa/tumor, however there was mild bleeding following the dilation and the doctor elected to continue the procedure. The procedure was completed successfully, and the patient was discharged. A steris product specialist was present during the procedure. No issues with the function or operation of the trufreeze system were noted. Approximately thirteen days later, the patient was treated at a different hospital where the perforation was detected. The patient was given antibiotics and a stent. The doctor who performed the initial procedure stated that the perforation was likely due to a complication with the procedure. The steris product specialist has contacted the doctor requesting additional information in addition to offering in-service training on the proper use and operation of the trufreeze system. To date, we have not received a response. The cryo decompression tube was not returned for evaluation, and the cause of the reported issue cannot be determined. The instructions for use state (p.3), "the physician should carefully consider patient eligibility for cryospray ablation (i.e.,cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." There have been no other complaints associated with this lot. A follow-up will be submitted when additional information become available.

Event description:
The user facility reported that a perforation was detected in a patient approximately thirteen days after undergoing a procedure which included use of trufreeze cryospray therapy. The procedure was completed successfully. The patient sought and received additional medical intervention (antibiotics, stent).

Manufacturer narrative:
A steris product specialist offered in-service training on the proper use and operation of the trufreeze system; however, the doctor declined. No additional issues have been reported.